Manufacturer narrative:
.

Event description:
It was reported that the power wheelchair will drive forward and then unexpectedly stop. In addition the tires are wobbly and the battery will not hold a proper charge.